Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the to clarify the device never working properly since implant, they were meaning that they were unable to find the correct program for them. The cause was unknown, but the planned steps to resolve the issue were to first retry all the programs and then if that didn't work, they would get the device removed. If they get the device removed, they will try pelvic strengthening exercises. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the device had never worked properly since implant. Patient said they had no bladder control, especially at night. Patient mentioned they had diverticulitis and if they increase the stimulation too strong it hurt their colon. Patient had surgery on their foot/toes 1-2 weeks ago. Since the surgery the patient's symptoms were worse especially at night. Patient did not turn stim off for the surgery. Patient changed the program prior to calling. In 2022 the patient had surgery on their cervical spine and didn't have control of their symptoms after that surgery. Patient also had stim turned on during the surgery in 2022. Recommended patient follow up with their hcp to have the device checked.